Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon evaluation on the similar events, omsc concluded that the pressure sensor on the main circuit board of the device was damaged accidentally. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected. The failed sensor in this event had been manufactured before the correction was implemented. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic surgery with subject device, the indicators on the front panel of the device went out. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.